Manufacturer narrative:
Philips has investigated this complaint. The philips technician performed troubleshooting on the system and identified that the customer needed dicom node. The remote technician guided the customer to add it. After adding, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that black screen was appeared during exposure. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.